Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of an innova stent delivery system (sds). There was blood in the shafts. There were numerous kinks throughout the shaft. The shaft was separated and received in four pieces with consisted of the outer sheath, the middle sheath, the proximal inner, and the inner liner. The middle sheath had the witness bond mark and was acceptable. The handle with closed with the pull rack all the way out of the handle when received. The handle was opened during analysis and there was no damage or irregularities. The stent was not received for analysis; as it was implanted in the patient per the reported event. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2016. The target lesion was located in the superficial femoral artery (sfa). A 6x200x130 innova stent was advanced to treat the lesion. Upon releasing 50mm of the stent, it was noticed that the thread of the delivery system stopped working. The physician removed the release handle and pulled manually the sheath that protected the stent. The stent was correctly implanted and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.